Manufacturer narrative:
(B)(4).

Event description:
The consumer via a health care provider (hcp) reported that the implantable neurostimulator (ins) had not worked in a few years. The patient did not bring their patient programmer with them. Symptoms were reported and it was unknown if they were related to the patient's device or therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.